Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated.

Event description:
It was reported that the procedure performed was to treat an unknown vessel. The 4.00x20mm nc trek neo coronary dilatation catheter was advanced over an unspecified 0.014" guidewire. A reflux of blood was observed in an unspecified indeflator and the nc trek neo was not used. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported leak could not be determined. There was no leak noted to the device during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis noted a tear in the outer member, proximally from the guidewire notch. In this case, it is possible that the device was inadvertently mishandled and/or interacted with an accessory device during advancement, such that it became damaged (tore) and subsequently resulted in the reported leak; however, since limited information was provided, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.